Event description:
During the index procedure a smart control stent was deployed in the external iliac artery without difficulty. While attempting to deploy an angioseal closure device the angioseal caught on a strut of the smart stent, resulting in failure of the angioseal to deploy and inability to remove it. The physician had inadvertently pushed the angioseal too far into the right femoral artery and the collagen plug and bio-resorbable anchor got stuck on the smart stent. The doctor attempted to pull the angioseal out, without success. Then he tried to deploy the angioseal, without success, so he again tried to pull out the angioseal, and finally did, but the collagen plug and anchor broke off in the stent, and the stent appeared to have fractured. The physician tried to balloon the plug and anchor it against the vessel wall, but this was unsuccessful. So using an approach from the brachial artery, he deployed a palmaz genesis inside of the fractured area of the smart stent and smashed the angioseal plug and anchor against the vessel wall. The patient is said to be doing well, with no adverse effects.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed. Review of the lot in question revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for the lot. No corrective actions will be opened at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the angioseal device and is not related to a cordis product quality issue.